Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event of 64 mg/dl while using the ilet system, following an unannounced nighttime snack that led to hyperglycemia and subsequent hypoglycemia; the user did not obtain a confirmatory fingerstick but felt symptomatic and contacted customer care for education on meal announcements and missed meal announcement behavior. Symptoms included shaking/tremors associated with hypoglycemia. Outcomes included resolution after self-treatment with oral glucose and completion of troubleshooting and education. Investigation of this case revealed user handling related to missed meal announcement as the precipitating factor, with no device malfunction reported for the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, specifically unannounced carbohydrate intake leading to insulin-bolus mismatch and subsequent hypoglycemia.